Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. One used perifix one ø0,84mm (20g) 80mm p out of a perifix one 401 filter set without packaging. The following investigations were conducted: visual inspection: the received catheter out of the set was taken to a visual inspection for damages according to the test method 102002_damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component, impairs the appearance of the component. Actual: the used perifix one ø0,84mm (20g) 80mm p is torn off/ sheared off. The torn off part with the catheter tip was not handed over by the customer. We detected no other damages at the received catheter part. The received catheter is approx. 937 mm long (should be 1010 +60 -20 (completely). The shorn off area is slanted and shows a smooth structure. Note: such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Summary and assessment: we exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Based on the conducted investigations, we assume of a problem during the application. Therefore, the complaint is considered as not confirmed.

Event description:
According to the customer: "installation of a combined peri rachi : -after rachi injection, catheter insertion in apd -1st aspiration test = blood return -retraction of catheter by a few mm -2nd test after nacl injection = ras -needle retraction -fixation of catheter to skin (11cm mark) -1st bolus 1h30 later = effective -2nd bolus 1h later = ineffective 3rd bolus 30mn later = ineffective. Decision to remove catheter to rest apd: -during removal internal rupture: only 3cm removed -8cm of catheter remained internally. After delivery : -MRI performed to locate catheter -surgical intervention necessary".